Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The screws were visually evaluated and showed signs of use, with minimal damage on the threads, cross drive, and tip. This damage is consistent with an insertion attempt. The screws were functionally tested by inserting them into a block of white oak wood using a blade and driver. The screw easily inserted into the wood. The complaint is unconfirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Concomitant medical products: biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 10 mm, catalog #: 73-2410, lot #: ni. Therapy date: (B)(6) 2018. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00045.

Event description:
It was reported the screw became racing to be unable to fix bone. One 10 mm and two 12 mm screws became to race. These were recovered by the emergency screws. The surgeon stated to the sales representative that he found no abnormality about the bone density of the patient. Attempts have been made and no further information or clarification on the term racing has been provided. No adverse events have been reported as a result of the malfunction.